Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Customer was able to plug the pump into a power source and the pump turned back on. Customer's blood glucose level was 220 mg/dl.